Manufacturer narrative:
The device identification section was updated. Relevant fields of sections d and g were updated. Section b3 was updated. The e601 module serial number was (B)(6). Calibration was last performed on 24-jun-2023 with acceptable results. The field service engineer (fse) found the customer poured the sample into a false bottom tube (fbt) which contained bubbles causing a short sample. Product labeling states: "foam, fibrin clots, or bubbles in sample types may cause pipetting volume shortage and lead to incorrect results. When loading samples, calibrators, and controls, make sure that they do not contain any foam, fibrin clots, or bubbles. Avoid the formation of foam in all sample types (specimens, calibrators, controls)." The alarm trace showed "abnormal probe sucking" and "abnormal sample aspiration" errors. These are indicators of possible poor sample quality. The investigation determined the event was due to a preanalytical handling issue (bubbles in the sample). The issue was resolved by repeating the sample and obtaining the correct result.

Manufacturer narrative:
The hcg stat reagent lot number was 628293. The expiration date was not provided. The field service engineer (fse) found the customer poured the sample into a false bottom tube (fbt). A bubble may have occurred causing a short sample. The fse checked and adjusted the liquid level detection (lld) sensor. The customer ran calibration and qc and the instrument was operating normally. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas 6000 e 601 module. The initial result was < 1 miu/ml. This result was reported outside of the laboratory where it was questioned by the physician as the patient was pregnant. The repeat result was 16,452 miu/ml. This result was believed to be correct.